Event description:
It was reported that foreign matter was present in the device. An expo guide catheter was selected for use. During the procedure, it was noted that the wire was unable to advance through the catheter. Furthermore, a piece of plastic was noted inside the catheter. The procedure was completed with another of the same device. No patient complications reported.